Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.). As a result, humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported air leakage on the evis exera ii duodenovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects inside the light guide lens. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air leakage¿ was confirmed. The device evaluation found a light brown stain inside the light guide lens which could be signs of presence of foreign material. Also, a leak was found at the forceps elevator of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.